Event description:
Verbatim. Right eye silicone oil in the vitreous cavity. Filter cannula bd blunt fill needle 18g 1,2x40mm fa. Becton. Dickinson ref. 305211. Lot: 4064631. Verf.: 30.04.2029.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Follow up MDR for correction. Annex a, e, f codes updated. Adverse type: adverse event the type of reportable event was incorrect in the initial MDR. Updated type of reportable event to serious injury.